Event description:
The customer reported that following a diagnostic catheterization in 2000, a vasoseal es was deployed. Examination of the pt approx two months later, revealed a 4.9cm pseudoaneurysm at the location of the common femoral artery. Pt was sent for surgical repair of the artery. No further complications were reported.